Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and no damage was found. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional analysis could not be performed due to the balloon lumen being occluded by dry contrast, and the occlusion could not be unblocked; this occlusion is normal due to the use of contrast during the procedure. The reported event of balloon pinhole could not be confirmed despite several attempts to unblock the lumen in order to confirm the reported event. It's important to mention that interaction of the device and scope while the catheter's advancement in higher elevator angles cans affect the device performance, nevertheless, the complaint was not confirmed. For this reason the event is classified as "cause not established" because, the investigation findings do not lead to a clear conclusion about the cause of the reported event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloon were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the balloon was noted to be leaking and a pinhole was detected. The same issue occurred with the second and third hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.